Event description:
It was reported that during a bankart slap repair, the drill bit broke off in the patient's shoulder and was not retrieved. An alternate screw was used to complete the surgery. To date, the patient is doing fine and no surgical intervention is planned.

Manufacturer narrative:
Investigation findings: an evaluation confirmed that, the returned drill bit was missing 0.57 inches from the distal end, which was not returned for evaluation. A material hardness test was performed on the returned portion and found to be within specification.